Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d1, d2, d3, d4, d.6a, g1, g2, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported no complaint against right side device. There are no reportable events associated with this complaint record and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
A patient reported, "intravascular contracture", baker grade unknown. The device has been explanted. This record is regarding the right side.